Event description:
It was reported that the map geometry had changed on this system during a case.

Manufacturer narrative:
During a routine audit of complaint files, this complaint was discovered to have not been inadvertently submitted as an MDR. The biosense webster field service engineer (fse) and professional education specialist indicated that the customer complained about map shifting during a procedure. The physician discovered the map shift with fluoroscopy during the procedure. The fse functionally tested the system and could not duplicate the problem. The fse downgraded the software version from 8.1.80 to 8.1.74, re-enabled the merge/mapping utilities modules, and verified that system passed the functional test.